Event description:
Information received from the field notes that during a routine follow-up four months post implant, the ventricular capture threshold measured at 2.75 v, 1.0 ms. The patient reported that during the implant procedure, the lead perforated the heart wall and entered the lung. This was not confirmed from the patient's chart. The physician elected to increase the outputs and monitor the patient.